Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that prior to use, they noticed a "greenish color" around the needle of their abbott diabetes care (adc) device. There was no indication that the device was applied and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.